Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displays a solid red 'x', periodically chirps and won't power on 2-3 times a day. There was no reported patient involvement.